Event description:
It was reported that the user experienced low blood glucose after announcing dinner, believed the meal was lighter than what they announced, and treated with glucose tablets followed by food. Continuous glucose reading was 84 mg/dl and confirmatory fingerstick was 74 mg/dl. This event was associated with an incorrect meal size announcement and user procedure error, with relevance to the user interface. No reported clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size announced, linked to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for the prompt follow-up information.